Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record was performed and no complaint related issues were found. Manufacturing evaluation revealed the shaft was returned with the stardrive form rounded along the edges and one lobe broken off approximately 1 mm from the tip. The shaft had axial scratches consistent with use. The dimensions measured were within specification. The root cause could not be determined. The complaint is deemed invalid from a manufacturing standpoint.

Event description:
It was reported that during inspection of a set of screwdrivers, one screwdriver had a broken tip. It is not known when the tip broke. The screwdriver was part of a matrix long term evaluation set.